Manufacturer narrative:
(B)(4). Date sent: 11/9/2023. D4: batch # a9d446. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with the shaft bent and two(2) malformed clips were returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. 3 clips were found inside clip track. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, the clips were coming out 'crossed.' A new device was used to complete the case with no patient consequences.